Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the garment. The patient's physician prescribed the patient hydrocortisone cream. There is no indication of a device malfunction related to the irritation. The reported irritation improved.